Event description:
In 2008, the pt reported experiencing elevated blood glucose since the fall of 2006. On approx two months prior to original date, at 2:00 am, the pt's blood glucose elevated to 27 mmol/l (486 mg/dl) and he bolused thorough his infusion device. He then became unconscious due to an overdose of insulin and he was treated with glucose by a doctor (blood glucose values not provided). On original date, the pt's blood glucose measured 18 mmol/l (324 mg/dl) when he woke up, and he found that the infusion set was not connected to the adapter. He bolused through his infusion device and his blood glucose lowered. The pt's normal blood glucose level is 6 mmol/l (108 mg/dl). No further info is available. Product was requested to be returned for evaluation.